Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.